Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently under investigation at out lab in (B)(4). A follow-up report will be provided after the eval is finished.